Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer feels this occurred because the insulin pump rewinds itself in the middle of the night and because of bent infusion sets. She reported having difficulty using the device due to the buttons sticking. The blood glucose reading was over 600 mg/dl. Customer treated with manual injection. She also reported that the insulin pump alarmed motor error. The current blood glucose reading is 412 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.